Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While attempting to ablate the right superior pulmonary vein (rspv), the farawave catheter would not deploy into the basket position. The farawave catheter was removed, and it was noticed that the guidewire lumen was detached from the distal end of the farwave catheter. The farawave catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible.

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While attempting to ablate the right superior pulmonary vein (rspv), the farawave catheter would not deploy into the basket position. The farawave catheter was removed, and it was noticed that the guidewire lumen was detached from the distal end of the farwave catheter. The farawave catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory.